Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. Corrections: device manufacture date was entered incorrectly in error as january 15,02025 and should have been (B)(6) 2025. In addition, the implant placement date was updated from (B)(6) 2025, to (B)(6) 2025. The following sections are being reported: b4: date of this report was updated. D6a: implant placement date was updated. D9: device availability and return date were updated g3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H4: device manufacture date was updated. H10: narrative/data was updated.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided. A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost non-existent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the patient came back to check the implant. The implant had to be removed due to bone loss.